Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient present with swelling around the implant site of the implantable cardioverter defibrillator. The device was explanted and replaced. Patient was stable and tolerated the procedure well.